Manufacturer narrative:
Date of alcl diagnosis: "(B)(6) 2019."

Event description:
Patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted.

Manufacturer narrative:
In response to FDA report number mw5093263.

Event description:
Healthcare professional reported, via regulatory agency "implant-associated anaplastic large call lymphoma of left breast."

Manufacturer narrative:
In response to FDA report number mw5090950. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: suspected alcl, rupture, pain, and "voluntary recall". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture, pain and swelling. Healthcare professional reported removal "due to voluntary recall (asymptomatic patient)". Patient reported via regulatory agency, "diagnosed with bia alcl." Pathological markers have not been received. Device remains implanted.